Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the radial artery. The target lesions were located in the left and right iliac arteries. An 8.0x40x135 cm express¿ ld vascular metallic stent was selected for use to treat a lesion. While pushing the stent delivery system through the unspecified long guide catheter, it was noted that the stent was coming out from the distal part of the guide catheter without the delivery balloon. The stent slowly went down to the distal part of the catheter and subsequently lodged into the iliac artery. Immediately, another stent of the same size was selected and advanced to inflate the dislodged stent and deploy it which finally resolved the problem. Both stents were deployed over each other. The procedure was completed by deploying different stents into the lesions in the iliac arteries. No patient complications were reported.